Event description:
It was reported that patient presented in clinic for initial implant procedure. During procedure, the newly placed right atrial (ra) lead had dislodged multiple times and eventually its helix could not be retracted. The ra lead was not implanted on 23 nov 2024. There were no patient consequences.

Manufacturer narrative:
The complaint of helix mechanism issue was confirmed. The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece. Final analysis found the inner coil in the connector region was over torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region consistent with procedural damage. No other anomalies were found.